Event description:
Additional information received from technical support indicating that there was also an increase in the pacing impedance.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead damage. However, no diagnostic imaging was conducted to confirm the alleged cause nor was the damage observed during the revision procedure. The rv lead was deactivated and replaced to resolve the event. The patient was stable with no consequences.